Manufacturer narrative:
Corrected data: upon further review it was noted that initial MDR report (2648035-2021-07692), was inadvertently submitted against the ar40m intraocular lens. However, per reported device code the correct reportable suspect product was the emeraldc cartridge. The following sections have been updated: section d1: brand name: unk_cartridge_emerald_unknown section d2: type of the device: common device name: unfolder cartridge section d2: type of the device: device product code: kyb section d4: model number: emerald c30 section d4: lot number: unknown/not provided section d4: unique ID number: (B)(4). Unknown section d4: expiration date: unknown as the lot number was not provided. Section d6: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d7: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d10: concomitant product: ar40m, serial number (B)(6). Section h4: manufacture date: unknown as the lot number was not provided. Additional data: it was confirmed that the suspect cartridge has not been returned by the account. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. See h10 for explanation.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40m model intraocular lens(iol) was partially inserted and got stuck in the cartridge. The iol had to be cut out during the same procedure. This event was observed while inserting the lens into the patient's eye. There was no patient injury and no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were done. Procedure was completed successfully using backup lens of same model and diopter. Patient recovered fine after the surgery . No further information available.